Event description:
Resident was found with face against side rail pad. Hips and legs on blue pad at bedside, oxygen tube was in nose and at 2 liters. Resident smells of emesis. No emesis noted on pad or clothing. Charge nurse administered x2 rescue breaths and direction of nursing called 911 and reported to police possible suffocation. Resident with weak pulse and no respiration when emt's arrived. Transported to hospital with family and physician notified.